Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the returned device and revealed particulates on the inside of the viewing window. Microscopic inspection revealed a crack in the window. Functional evaluation revealed there was no live video output, only a red screen with red lines. The complaint was confirmed and the root cause has been associated with the cracked viewing window. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a knee arthroscopy, the "camera head" had a white dot on the lens. The procedure was successfully completed without delay using a back-up device. No patient injuries or other complications were reported. Results of investigation have concluded the camera head evaluation revealed there was no live video output, only a red screen with red lines; therefore, makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.